Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 19, 2021 that a flexiva 200 tractip laser fiber was used in a urethral stone crushing procedure in the ureter performed on an unknown date. The laser unit used was a vps 30 watt laser console. During procedure, the distal side of the laser fiber was damaged inside the endoscope. It broke immediately after use and it is unknown if it was broken since the beginning of the procedure. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6). Block h6: medical device problem a0401 captures the reportable event of fiber break. Block h10: investigation results. The returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. There was no light at the sma connector due to the damage/kink of the fiber body. The fiber measured 307.1 cm from the end of the connector to the end of the exposed glass tip. The exposed glass measured 4 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber was damage/kink to the fiber body 163 cm from the end of the exposed glass tip. The exposed glass tip had normal degradation. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the device during use or removal from the scope contributed to the fiber body damage/kink. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on april 19, 2021 that a flexiva 200 tractip laser fiber was used in a urethral stone crushing procedure in the ureter performed on an unknown date. The laser unit used was a vps 30 watt laser console. During procedure, the distal side of the laser fiber was damaged inside the endoscope. It broke immediately after use and it is unknown if it was broken since the beginning of the procedure. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.